Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2016 her adc blood glucose meter was not turning on with the button or test strips, and she was feeling "nauseated, thirsty, and had episodes of frequent urination". At 11:45 pm, the customer went to a community hospital. Customer was admitted and treated with insulin (10-15 mg humalog) every 2-3 hours, IV sodium chloride, antibiotics for "her kidneys" (customer indicated she has an infection that causes her blood sugar to rise), and pain medication for neuropathy. She was discharged on (B)(6) 2016 at 9 am.